Manufacturer narrative:
The returned set screw was examined. There are indications that the set screws were installed, locked into place, and then removed. However, there was no damage to the thread form and the witness marks indicate the set screw was secured appropriately against the rod. No indications of malfunctions were detected. It is possible the set screw was removed for some type of adjustment to the construct and the surgeon replaced them as prescribed by the device labeling. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage. Reference reports 3004485144-2016-00297, 3004485144-2016-00300, and 3012447612-2017-00213.

Event description:
It was reported that four set screws were bent during surgery. They were removed from the patient during the same procedure and replaced with alternative devices. There were no reports of patient injury associated with this event. This is report three of four for this event.